Event description:
It was reported that the dry and store overheated and emitted a burning smell. A new replacement device was sent to the patient. No serious injury was reported.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on may 8, 2025 was filed inadvertently. No device malfunction or serious injury has occurred.